Event description:
It was reported that the device was used during a v.a.t.s. Procedure. It was reported by the affiliate that after reloading the cartridge,the surgeon could not fire the device because the knob did not move. The surgeon used a new device to complete the case. There was no patient consequence. Additional information received on 06/10/97. It was clarified that the surgeon could not close the handle to fire the device.